Manufacturer narrative:
An event of pericardial effusion following implant, which the physician suspected may have been oversized was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On an unknown date, a amplatzer occluder (model unknown) was implanted. Following implant, the patient experienced a chronic pericardial effusion which resolved without medication or intervention. The patient is reported to be stable.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On an unknown date, a amplatzer occluder (model unknown) was implanted. Following implant, the patient experienced a chronic pericardial effusion. The physician suspects the device may have been oversized.